Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient experienced a bleeding event on (B)(6) 2013. The physician reported that the site of the bleeding is unknown. The patient received 2 units of red blood cells on (B)(6) 2013. The physician also reported that the bleed was "probably" related to the device. The date of resolution was reported to be on (B)(6) 2013.

Manufacturer narrative:
Approximate age of device is 46 months. The pump was not returned to the manufacturer for evaluation as it remains in use supporting the patient. A root cause for the report of bleeding could not be determined through this evaluation. A review of the device history records revealed the device met all applicable specifications upon product release. No further information is available. The manufacturer is closing its file on this event.